Manufacturer narrative:
Breaker tripped in auxiliary outlet.

Event description:
It was reported by service report that the xprt mattress was not detected. The foot auxiliary outlet had it's breaker tripped. No pt involvement or adverse consequences are reported.